Manufacturer narrative:
Updated fields: b4, e1 (initial reporter & event site email), e3 (occupation), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, customer reported that cardiosave gas loss alarm every 2 hrs. During troubleshooting noticed that there is a gap between pneumatic interface module and safety disk due to the upper back panel not seating properly. Re-installed upper back panel and no more gap between pneumatic interface module and safety disk. Full function and leak test passed as per check list. Electrical safety test passed. Machine tested with the trainer for 2 hrs with no fault or alarming. Biomedical will test the machine with the trainer for 24 hrs to check if any further issue. On 24 july, called (B)(6) the biomedical and he has confirmed that the machine was tested and running for 24hrs with no error or gas loss alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm that occured every 2 hours. However, no patient harm reported.